Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is overheating during charging. The patient reported a burning smell coming from the device. The customer stated that she does use the supplied adaptor to charge the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.